Manufacturer narrative:
Engineering sampled et tubes from inventory by visually examining the cuff after inflation for maintaining pressure. Each cuff was able to maintain pressure immediately after inflation. All samples remained pressurized for 72 hours to ensure the devices were able to maintain pressure. After remaining pressurized for 72 hours, there were no devices observed as deflated. The inventory assessment resulted in no product failures and could not confirm the customers report. It was noted that if the inflation valve is not released after inflating that the cuff, there is a loss in air pressure within the cuff. The inflation valve is designed to allow air to flow through both directions when the valve is opened. Engineering cannot confirm if this is the reason for the customer reporting device cuffs losing air rapidly.

Event description:
The customer alleges that "et tubes deflating rapidly." No other details were provided and no patient injury/harm reported.